Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of any kind against the c42ha1 lot code. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation can draw no conclusions with the information provided. Based on the performed investigation and lack of product to examine, the need for further corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers received. Papers allege patient suffers from pain, depression, constant slipping and popping of device, limited mobility and elevated blood levels of chromium and cobalt in his blood. Update: (B)(6) 2012; patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012-sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. Update: (B)(6) /2013-medical records were obtained. Medical records indicated evidence of a vertical cup and significant corrosion on the trunnion was noted interoperativeley.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.